Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported that when using the syringes, the last 2-3mls are very difficult to push resulting in nurse hesitancy to continue. To aid in the investigation, one sample was received for evaluation by our quality team. The sample came with no tip cap, or saline solution and the plunger rod-rubber stopper is all the way down. A visual inspection was performed and no defects or imperfections were observed. The sample was then tested for sustaining force, which is the force applied to the plunger rod while moving downwards when expelling the saline solution, and the result was within specification. It could be possible the customer had some product on the higher end of specification requiring more force than normal required to expel the solution. A device history record review was completed for provided material number 30654778, lot number 0294246. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the experience of our processes, the effect of having plunger resistance could be induced by how the silicone is applied to the syringe barrel inner wall. We have initiatives in our production line monitoring the silicone application and its consistency. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the syr 10ml pump compatible saline 10ml fil had difficult plunger movement during use. The following information was provided by the initial reporter: "it has been brought to the pharmacy¿s attention by members of our nursing staff that there is an issue with the bd posiflush 10ml sodium chloride injection syringes, ndc (B)(4). Nurses have reported that when using the syringe, the last 2-3mls are very difficult to push resulting in nurse hesitancy to continue."